Manufacturer narrative:
System was used for treatment. Kit lot d154 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). However, corrective and preventive actions have already been initiated for drive tube leak/breaks. Photos were returned for analysis. Review of the customer supplied photos confirmed that the upper bearing stop delaminated. The root cause of the broken bearing stop is the upper bearing stop delaminated. Corrective and preventive actions have already been initiated for this issue. The service order feedback is still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report alarm # 7 blood leak? (Centrifuge chamber) and broken upper plastic bearing. Issue occurred at 1300ml of whole blood processed (wbp). Treatment was aborted and blood was not reinfused. Customer has cleaned the centrifuge wall, the centrifuge door and outside the centrifuge with alcohol. Customer informed second daily treatment has been completed fine, but centrifuge needs further cleaning. Patient reported to be in stable condition. Service order was dispatched. Customer submitted photos for evaluation.

Manufacturer narrative:
Service order srv-(B)(4) completed: service engineer cleaned the instrument and performed system checkout procedure successfully. The investigation conclusion and codes, included in initial report, are not affected by this additional information regarding the service order feedback. (B)(4).